Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced four inappropriate shocks. The shocks were described as non-isolated and were associated with oversensing of noise. The noise was reported to be non-physiological. Technical services was consulted and recommended evaluating whether the noise could be reproduced. If no noise was observed during evaluation, it was recommended to consider reprogramming the device to the secondary sensing vector. The device was reprogrammed too secondary. The electrode remains in service. No additional adverse patient effects were reported.